Event description:
It was reported that in situ measurements showed electrode channels 3 to 10 and 12 in status hi or sc. No trauma was reported. Re-implantation is considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in situ measurements showed electrode channels 3 to 10 and 12 in status hi or sc. No trauma was reported. The device was explanted on (B)(6) 2015. During explantation a part of active electrode lead was found migrated under the stimulator. Additionally, one or two electrode channels appeared to be extracochlear. The patient was re-implanted with a sonata medium.